Event description:
It was reported the patient's blood glucose level rose to greater than 300 mg/dl while wearing the pod over 72 hours. The cannula had dislodged and insulin leaked; the adhesive was reported to be secure. As treatment, the patient administered a bolus, and a new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to confirm or determine the root cause of the reported dislodged cannula.